Event description:
New information received notes that fluoroscopy revealed no slack on the rv lead. A revision was performed and the lead was unable to be pushed forward to relieve tension. The lead was explanted and replaced. The patient was stable throughout the procedure.

Event description:
It was reported that the right ventricular threshold was high and varying on the rv cap confirm trend. Further evaluation was recommended. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.